Event description:
It was reported that the right ventricular lead was explanted and replaced due to capture anomaly and dislodgment two months post implant. During the procedure, the stylet was unable to advance into the lead and the helix would not retract. The physician attempted to retain access by threading a micropuncture wire through the insulation of the lead. No additional information was reported.

Manufacturer narrative:
A complete lead was returned in one piece measuring 51.7 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.